Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal while using the ilet system and questioned whether the cannula fill step had been missed, though the on-screen process indicated completion; to ensure correct setup, the user subsequently performed a cannula fill, confirmed tubing fill with visible insulin, and completed a site change, after which glucose levels improved. Symptoms included elevated blood glucose with readings reported as high and above 300 mg/dl for over 90 minutes, without dizziness, loss of consciousness, or other acute symptoms. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included customer counseling on proper infusion setup and verification of fill steps, along with follow-up confirming function after the site change. Investigation of this case revealed no device malfunction identified and that user uncertainty regarding the cannula fill and a higher-than-usual carbohydrate intake were plausible contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.